Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found during us with a bd plastipak¿ 3 ml luer-lok¿ syringe. The following information was provided by the initial reporter, "when aspirating the diluent and vaccine with the threaded syringe and without safety device, the plunger / plunger rod was defective. It came with the liquid spilling over the side of the syringe."

Event description:
It was reported that leakage was found during us with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, "when aspirating the diluent and vaccine with the threaded syringe and without safety device, the plunger / plunger rod was defective. It came with the liquid spilling over the side of the syringe."

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10